Manufacturer narrative:
D10. Concomitant products: gia8038l gia 80-3.8sgl use loadingunit (lot p4j0880); gia8038l use loadingunit (lot p4j0880) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a extracorporeal colectomy (right side) procedure, prior to use of the first two loading units, the user observed visible staples sticking out at the proximal end of the stapler, at the start of the staple line, indicating they were prefired in the packaging. Additionally, on the third and fourth cartridges, during firing, the stapler functioned as intended by firing and cutting; however, the knife blade did not fully retract upon release and remained exposed, one in the middle of the cartridge and the other one on the proximal part when opened. The issue was resolved by using the same handle with another reload from a different lot. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one image of two instruments inside of their opened packaging. Staple pushers could be seen up distally on both cartridges. The interlocks were present at the proximal ends of both cartridges. Knife blades were protruding from the staple cartridge and not resting in the interlock. It was reported that the knife blade was difficult to retract. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.